Event description:
I have the natrelle 410, style mf implants. I got them in 2016. I asked at that time if I should register my implants & was told it wasn't necessary. That if there were any problems in the future, I would hear about it on the news, internet, etc. When I heard about the recall in 2019, I consulted the dr that put them in. I was advised not to take them out if I had no issues. That dr has since retired. I now have pain, swelling/hardness in one of my breast. I also have joint pain. I was diagnosed (B)(6) 2022 with anxiety. I use an inhaler for wheezing at times. I do not know if any of this is related to the implants. I was seen by a pulmonologist with no history or findings of asthma. I am in the process of getting a consult for these issues and how to move forward if there is a rupture or capsular contracture. FDA safety report ID # (B)(4).